Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the surgical procedure that the echelon power stapler had a damaged load trigger and broke during surgery in its first handling. Replacement of another stapler was necessary for the continuation of the operation. There was no harm to the patient.